Event description:
This is a spontaneous case report received from a physician in united states on 05-jun-2014. It describes the occurrence of 2nd pregnancy with essure in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. Patient did not go for hsg confirmation test and became pregnant. She delivered the baby on (B)(6) (please refer to case number (B)(4)). She went for hsg confirmation test on (B)(6) 2014 and both tubes were occluded. She became pregnant again. Ultrasound performed on (B)(6) 2014 confirmed pregnancy. She was seen on (B)(6) 2014 by healthcare professional and pregnancy test done in office was positive. She was (B)(6) pregnant. Essure was not removed. Follow-up information was received on 09-jun-2014. The patient had essure lot number a33570 with expiration 01-jul-2015 inserted. No further information was provided. Follow-up information was received on 13-jun-2014. Patient's weight and height were provided. She denied any previous gynecological interventions, gynecological problems or procedures. She had 04 pregnancies and 04 live births. On (B)(6) 2012 essure was easily implanted. She was on postpartum state (she delivered on (B)(6) 2012). Cervical dilatation and analgesia were applied during insertion. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. Hysteroscopy during procedure was performed to confirm essure placement. She never had hsg to confirm occlusion and got pregnant and delivered on (B)(6) 2013. She then had hsg confirmation test on (B)(6) 2014 which showed tubes were both occluded. On (B)(6) 2014 she experienced her last menstrual period. On (B)(6) 2014 blood test confirmed pregnancy. On (B)(6) 2014 ultrasound was performed and showed gestational age of (B)(6). (B)(6) 2014 was the expected date of delivery. No further information was provided. Ptc investigation result was received on 20-jun-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Medical assessment: the reported events are not necessarily indicative of a quality defect. In this particular case a lack of efficacy was reported. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to batch no. A33570, of which (B)(4) cases also refer to similar lack of efficacy type of events. One of them refers to the 2nd pregnancy of the same patient. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). No complaint sample was provided for further technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no suspicion of a quality defect based on this report. Follow-up information received on 20-apr-2015 from physician: he reported that the fetal outcome was normal (delivery date not reported). On an unspecified date, a partial salpingectomy and removal of a perforated essure from right cornual area by laparoscopy were done. No pathology result was available. Physician stated that the patient's condition was caused by essure device, due to perforation. The patient had been sterilized by laparoscopy. Ptc investigation result received on 23-apr-2015 (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. In addition, the ae case refers to treatment noncompliance. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical investigation concluded unconfirmed quality defect. (B)(4) further ae case reports have been received to date in relation to the reported batch, of which (B)(4) cases refer also to a similar lack of efficacy type of events. No unusual pattern could be identified. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed; spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and became pregnant. After delivery, she was submitted to a laparoscopy and essure was found perforated from right cornual area; this device was removed along with a partial salpingectomy. All events are listed according to essure's reference safety information. Pregnancy was considered non-serious, while perforation was considered serious due to medical importance. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hysterosalpingogram/hsg). In this particular case, patient had 2 pregnancies with essure; for the first pregnancy she did not have her hsg; however before the second pregnancy (this case) a hsg was performed and showed bilateral occlusion. Considering this information, an essure's contraceptive failure cannot be excluded. Regarding the reported uterine perforation, although its exact mechanism is not known; due to its nature, causality with the suspect insert cannot be excluded. This case, initially regarded as non-incident, was upgraded to incident due to the intervention reported upon follow-up. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs